Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available list of episodes showed one terminated shock on the (B)(6). The associated iegm demonstrated atp therapy due to oversensing of artefacts on the rv channel as well as artefacts on the ff channel. The only shock deliveries that were evident in the provided data were in (B)(6) 2017. The provided xray image did not show any obvious damages of the lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 24 months after the implant this lead was capped due to oversensing with shocks. A new lead was implanted.